Manufacturer narrative:
The field service engineer (fse) conducted a site visit and was able to confirm the error via the error log. The fse was not able to reproduce the error as customer was running the instrument on arriving to the account. Customer indicated that they rebooted the instrument one more time and they have been able to run without any more errors. As a precautionary measure, the fse cleaned and lubricated the z guide rails and spindles and performed level detection test which was within specification. Customer ran quality control (qc) and it passed. The instrument was returned to operational status. The aia-900 analyzer is functioning as expected. No further action required by field service. A 13-month complaint history review and service history review for similar complaints were performed for the serial number (B)(4) from (B)(6) 2019 through aware date (B)(6) 2020. There were two similar complaints including this one identified during the searched period. The aia-900 operator's manual under section 12 flags and error messages states the following: error message: [4124] sample - z bump cause: the specimen cap rear-end collision sensor s054 was activated while the specimen dispensing arm z was moving toward the home position. A ss flag will be attached to the measurement result. Action: if the cap is on the specimen, remove it and perform measurement once again. If it is not, contact tosoh local representatives. Check s054 and pm051 for a possible malfunction. The most probable cause of the reported event is unknown. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.

Event description:
Customer reported an error 4124 z-bump on the aia-900 analyzer. The customer has rebooted and can see no z-axis obstruction of the sample nozzle. This customer is down and runs class a assays. A field service engineer was dispatched to address the reported issue which caused a delay in reporting beta human chorionic gonadotropin (bhcg) and estradiol (e2) patient samples. There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.